Manufacturer narrative:
Medwatch number is mw5097598. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary duct performed on (B)(6) 2020. According to the complainant, during the procedure, the biliary stent would not pass through the scope. The procedure was completed successfully without placing the biliary stent. During scope cleaning, the sponge from the rx locking/biopsy cap was discovered lodged in the scope channel and successfully removed. Reportedly, a water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.